Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient was undergoing a fistulogram on an unspecified date. The distal tip of the sheath broke off inside the patient. The patient was taken to surgery to remove the broken-off piece successfully. The customer confirmed that no portion of the "broken-off" piece remained inside the patient as it was successfully removed.